Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrate bipolar forceps instrument was analyzed and found to have a broken conductor wire at the proximal end near the main tube and roll gear junction. The wire break happened around 3.605 in from the conductor wire proximal pin connection. There were no signs of thermal damage observed on adjacent components. The complaint regarding a recognition issue was not confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not recognized. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no indication or observation of arcing during the procedure. The issue with the instrument was noticed before surgery and anesthesia, so the instrument was not used on the patient. Therefore, there were no signs of arcing, such as sparking or smoke, and no other instruments were associated with the complaint. Additionally, no patient injury or adverse event occurred.